Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to oversensing of noise. The first inappropriate shock occurred while patient was tying their shoes, the second while sitting. At the time the noise could be easily reproduced with manipulation in primary and alternative sensing vectors. The device was reprogrammed to secondary sensing vector. The patient received a third inappropriate shock and reported recent weight loss. Postural based isometrics and pocket manipulations were repeated but unable to reproduce any noise. Technical services (ts) was consulted for guidance/direction. Technical services (ts) reviewed the device data and noted that the signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances in the device header. In office troubleshooting has been performed and artifacts were reproducible. Reproducibility of artifacts would be more in favor of a lead impairment scenario. X-ray imagining was provided to ts for review. Full insertion could be confirmed and no macroscopic damage was observed. However, the lead is not clearly visible in all it's trajectory and thus ts cannot rule out lead impairment. The lead shows a non-linear trajectory towards the can and any severe traction/strong bending, could be preconditioning the lead for damage.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to oversensing of noise. The first inappropriate shock occurred while patient was tying their shoes, the second while sitting. At the time the noise could be easily reproduced with manipulation in primary and alternative sensing vectors. The device was reprogrammed to secondary sensing vector. The patient received a third inappropriate shock and reported recent weight loss. Postural based isometrics and pocket manipulations were repeated but unable to reproduce any noise. Technical services (ts) was consulted for guidance/direction. Technical services (ts) reviewed the device data and noted that the signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances in the device header. In office troubleshooting has been performed and artifacts were reproducible. Reproducibility of artifacts would be more in favor of a lead impairment scenario. X-ray imagining was provided to ts for review. Full insertion could be confirmed and no macroscopic damage was observed. However, the lead is not clearly visible in all it's trajectory and thus ts cannot rule out lead impairment. The lead shows a non-linear trajectory towards the can and any severe traction/strong bending, could be preconditioning the lead for damage. Based on this additional information the asset in this complaint record was amended from the s-ICD to the electrode. New information received indicates that this s-ICD system was explanted and replace d with a transvenous system. The explanted system is will not be returned for evaluation as boston scientific has been informed that the patient declined to sign the consent form as per mpdg section 72 (6) to allow return of the device for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed a crack in the polycin vorite notch area next to sense b electrode - extending into insulation but not through the conductors. This would not have caused or contributed to the clinical observations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to oversensing of noise. The first inappropriate shock occurred while patient was tying their shoes, the second while sitting. At the time the noise could be easily reproduced with manipulation in primary and alternative sensing vectors. The device was reprogrammed to secondary sensing vector. The patient received a third inappropriate shock and reported recent weight loss. Postural based isometrics and pocket manipulations were repeated but unable to reproduce any noise. Technical services (ts) was consulted for guidance/direction. Technical services (ts) reviewed the device data and noted that the signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances in the device header. In office troubleshooting has been performed and artifacts were reproducible. Reproducibility of artifacts would be more in favor of a lead impairment scenario. X-ray imagining was provided to ts for review. Full insertion could be confirmed and no macroscopic damage was observed. However, the lead is not clearly visible in all it's trajectory and thus ts cannot rule out lead impairment. The lead shows a non-linear trajectory towards the can and any severe traction/strong bending, could be preconditioning the lead for damage. Based on this additional information the asset in this complaint record was amended from the s-ICD to the electrode. New information received indicates that this s-ICD system was explanted and replaced with a transvenous system. The explanted system is will not be returned for evaluation as boston scientific has been informed that the patient declined to sign the consent form as per mpdg section 72 (6) to allow return of the device for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.